Manufacturer narrative:
Correction and additional information: b5: additional: subsequent follow up information received from the surgery center confirms that the replacement lens used was a dcb00 lens 18.0 sn (B)(6). Upon reviewing the complaint folder, it has been determined that as the originally implanted lens was of 16.0d and the replacement lens used was of 18.0d, there is a significant change in the diopter which indicates a calculation issue during the initial surgery. Based on our reportable criteria, this report is no longer a reportable event. Therefore, an emdr is required to state that no further follow ups will be sent out under medwatch 2020664-2021-07070. H6: additional: medical device problem code: 1189 - application program problem: dose calculation error. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2019 and (B)(6) 2021. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from patient's right eye as the patient was not seeing clearly with the implant. The incision was reopened and suture was used after the replacement lens was placed into the operative eye. There was no injury and patient was doing well post operatively. No further information available.